Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage on objective lens, the specified resolving power was not obtained. Due to a dent on channel tube, suction volume does not meet the standard value. Adhesive on bending section cover had a crack. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Because channel tube was crushed, the tube cleaning brush could not be inserted. Adhesive around objective lens has wear. Objective lens was chipped. Adhesive around light guide lens had worn out. Connecting tube had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope exhibited abnormal image. The device was returned and an evaluation revealed, the coating of the image guide tube was peeled off (more than one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue "abnormal image" was found during pre-use inspection.